Event description:
A report was received that the patient underwent a revision of the ipg due to difficulty charging. The ipg was implanted upside down causing the charging difficulty. The patient is reportedly well following the procedure.